Manufacturer narrative:
The device was received partially deployed. The formed needle was observed protruding past the needle well. No alarms, timeouts, nor drive stalls were observed in the data. Upon opening the device, the hard cannula was observed to be dislodged from the slide retract. The incorrect installation can be confirmed as the cause of the formed needle's inability to retract. The formed needle was inspected for damages that would cause pain during insertion, but none were observed. The exposed needle can be determined as the cause of the reported pain.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 250 mg/dl despite bolusing. The needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. Pain at the infusion site was also reported. The pod was worn for three days.